Event description:
It was reported that following pump was implant, the hospital did not have drug with a concentration of 2000 mcg/ml, so they used 500 mcg/ml instead. An overdose was indicated as having occurred. In the evening of (B)(6) 2012, the patient began exhibiting double vision, tingling, feeling of heavy legs and arms, numbness of tongue and left side of face, trouble breathing, and drowsiness. The infusion nurses felt that "the programming did not account for what was left in the catheter". The patient was further noted as still exhibiting headaches, was "wobbly", had a feeling of heavy legs, and swelling. A CT scan of the catheter showed it was "ok". The patient was started out at 1400 mcg/ml and has had the pump adjusted 4 times since the implant; and is now at 1100 mcg/ml. A refill with fluoroscopy was planned to occur on (B)(6) 2012. A neurologist suggested she be admitted to the hospital; and a neurosurgeon stated to "wait and see what happens over the weekend and if she needs to go to the ER". It was later clarified that the type of baclofen administered via the patient's pump was lioresal. Patient also experienced nausea and was "feeling horrible". A healthcare provider indicated that the patient "got so bad she was sleep walking and overdosed with adavan, and that's what got her in the hospital". The patient's pump was refilled this week with 2,000mcg/ml concentration and she is doing so much better since the drug was replaced. The new pump was programmed at the same dose as the previous pump. The patient felt there was something wrong with the medication initially used to refill her pump and requested to have it tested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8840, serial# unk. Catheter: model: 8731, lot# b006391n39, implanted: 2004 (B)(6), explanted: unk.

Event description:
Additional information received reported that the patient was doing well and was at a rehabilitation center. The patient's pump was set to minimal dose and the patient was receiving oral baclofen. The health care professional (hcp) was not sure if the catheter had moved or not. It was noted that it was implanted at t12. It was discussed that once the patient was back from rehabilitation a decision would be made whether or not to remove the device system.